Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the plastic ring by the reservoir chamber cracked and fell off and is using tape to hold it together. Customer's blood glucose was unknown at the time of incident. Customer also indicated that the pump was worn in an MRI machine. Troubleshooting advised customer to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. No further details given.

Manufacturer narrative:
The insulin pump was received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self-test, unexpected restart error test and displacement test. No motor error alarms or displacement anomalies were noted. The motor was tested outside the device and passed. The insulin pump was received with completely broken off reservoir tube lip. The insulin pump was received with missing reservoir tube lip o-ring and end cap sticker. The insulin pump was received with cracked case at display window, cracked battery tube threads and minor scratched lcd window.